Event description:
The customer contacted baxter's technical service center to report a burning smell on the home choice (hc) machine. This occurred during use, however the patient was not connected. The home patient (hp) stated that the hc did not power on and the wall outlet was working. The baxter technical service representative (tsr) had the hp reset the power cord in the back of the hc and the hp stated that he could smell a faint burning smell. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device failed the return instrument test/evaluation (rite) functional testing during the power up verification test (no power) - related to the reported issues. The rite electrical safety analyzer testing passed specifications. The assignable cause for the customer reported issue burning smell from the homechoice was determined to be caused by an intermittent connection (j1/p1) between the accomp pcb connector and the ac power harness connector.